Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility that this phenomenon was attributed to the access to the ureter or calix with the excessive force while the bending section was angulated. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the service department of olympus (B)(4) that was found the bending section metal stuck out from the its rubber of the subject device during incoming inspection. The service department of (B)(4) identified it was occurred due to the deformation of the bending section ribs. There was no report of patient injury associated with this event. The user did not provide the other detailed information.